Manufacturer narrative:
The device had button error alarm after boot up and intermittent button response on the esc button due to corroded keypad traces. The lcd window was cracked, cracked case at lcd window corners, cracked reservoir tube lip, and scratches on the reservoir tube window. There was moisture damage on all electronic assemblies and motor assemblies noted.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 189mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.